Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # (B)(4). Aware date should have been listed as 8/27/2024.

Event description:
Healthcare professional reported left device rupture diagnosed via us and MRI. The device was explanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side device rupture. The device remains implanted.